Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found tampered seal label was missing. There were scratches on the lens screen. Functional testing was unable to duplicate customer reported problem. Problem appears intermittent found in the device history log. Unable to duplicate. Device passed all functional testing, unable to replicate the reported issue. Root cause cannot be determined as the sample was successfully tested. Actions were taken to mitigate the reported issue: replaced the latch/lock optic flex sensor as a preventive measure.

Event description:
Information was received indicating that during testing of a smiths medical cadd solis vip pump, it was noted that the pump exhibited system failure. No patient was involved in this event. No adverse effects were reported.